Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 23:59:37. During night drain cycle five, the patient's ultrafiltration reading was 1164ml, indicating the home patient (hp) drained 1164ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the root cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.